Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Lot number unknown / not provided. Additional PMA/510(k) number : k011028/k013227.

Event description:
It was reported by the customer that the external hex of the fmt3 mount fractured during the procedure to place the implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw vent implant transfer mount was returned for inspection. A visual inspection revealed wear about the mount body. The mount hex is noted to be fractured. The reported malfunction was confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate device manual and instructions for use were reviewed. A root cause cannot be determined. The following sections have been updated: date of this report. Manufacturer. Contact office. Manufacturer's contact office. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Changed "no" to "yes." Entered evaluation codes. Added manufacturer narrative. The following section has been corrected: device usage.